Event description:
It was reported that the customer experienced a high blood glucose level of 600 mg/dl. She also reported that her blood glucose level was high because her insulin pump shut down in the middle of the night. The customer did received a low battery alert prior to an off no power alert. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).